Event description:
Patient's caregiver called customer support to report that the patient received a therapeutic shock while washing her face in the bathroom. Caregiver noted that patient has dementia and may have failed to divert the shock in time. The reported event was not life-threatening, did not result in permanent damage, or necessitate medical intervention to preclude permanent damage. However, an undiverted shock to a conscious patient could result in serious injury.